Event description:
It was reported that there was early battery drain. The battery depletion was premature and had required a replacement. Impedance testing was done. The issue was not resolved and the cause was not determined. The device had been interrogated on (B)(6) prior to the date of this report and the battery voltage was 2.85, it was re-interrogated on (B)(6) and was at end of service (eos) at 2.32. Therapy impedance was 1033, current drain was 2.045, settings were 1-c+, 2.1 voltage, 150 pulse width and 180 rate. Patient had experienced a return of parkinson¿s symptoms on the right body. This was not normal depletion. There was no patient death and the patient had recovered without sequela.

Event description:
Additional information received reported that the patient was not in cycling mode but was in continuous mode. The patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v603031, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found battery at eos or eri, longevity not met, cause unknown. The ins was at eos (end-of-service) when it was received for analysis. The output was tested after resetting the eos bit. There was good stable output observed. A longevity estimate was performed based on the parameters that the ins had when received for analysis. The estimate indicated an expected life of 47.88 months to eri and 50.88 months to eos. According to the trace report taken from the ins, it reached eri in 42.1 months (15-jun-2011 to 22-dec-2014) and eos in 43.3 months (15-jun-2011 to 10-feb-2015). Destructive analysis of the ins was performed. No visual or electrical anomalies were found with the hybrid circuit. The ins battery was depleted at 2.23 volts. Destructive analysis of the battery did not reveal any internal anomalies that would have caused premature battery depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.